Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation, the evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Defect of the power supply board was noted. Omsc guessed that the reported event was caused by the defect of the power supply board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified procedure, the subject device did not power up. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.